Event description:
Reference MFR report: 1627487-2013-26046. It was reported the pt was unable to communicate with the ipg using the charger. Pt has been unable to charge successfully since implanted. A sjm rep met with pt multiple times without resolution. A replacement charger was unable to resolve the issue. Surgery is pending for ipg replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.